Event description:
A contemporary cup was revised for suspected infection after 19 years in situ. Plan was to also revise the stem, but unable to remove, so only head was changed and a new cup was implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.